Event description:
The customer reported via phone call indicating that the insulin pump was exposed to fluid. Customer's blood glucose was 347 mg/dl. The customer stated the fluid or moisture exposure to the device was insulin. Customer was advised to discontinue use of the devise and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.